Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d4 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock. The right ventricular (rv) lead had dislodged and exhibited high thresholds and oversensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.